Event description:
A user facility reported to olympus that the picture was "black." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty charge-coupled device (ccd). The investigation is ongoing and the definitive root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was surmised that an image was not displayed due to a leak that occurred in the cable, water then seeped into the device and destroyed electrical circuits, resulting in a faulty ccd (charged coupled device) unit and faulty cable unit. It was determined that the suggested phenomenon might have been preventable by adhering to the following instructions: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.